Event description:
The oxygen saturation reading displayed on the monitor was 94-96% when the value determined by arterial blood gas analysis was 84%. The monitor was used in the intensive care unit for monitoring a 77 years old pt. There was no reported outcome on the pt.